Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's friend reported via phone call of high blood glucose readings from the pump. The friend stated that his friend exhibited symptoms such as excessive thirst and frequent urination. The customer's blood glucose was 568 mg/dl and then 570's mg/dl. The customer was advised to go to the emergency room.